Event description:
The following description of the event was documented on (B)(6) 2012 by a carefusion tech support specialist in response to phone conversation with a user facility rep. "[Name removed] called to report an incident on this unit, the alarms were activated and flashing red on the display, but no audible was sounding. He said he turned unit on and alarm sounded, but then did not when next alarm was activated. Advised that unit come in for eval and repair. He will get a po number for eval and call back. Pt placed on another unit, no pt harm."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion factory service rep. The carefusion factory service rep evaluated the device and was unable to verify/reproduce the complaint. Thus no root cause was determined. The carefusion factory service rep ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the user facility ready to be placed back into service. No component or system trend has been identified, thus carefusion considers this to be an isolated incident.